Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home. Further review of the manufacturer's database indicated the patient died approximately two weeks after device system implanted. Additional information obtained indicated the cause of death was cardiopulmonary arrest due to acute aortic valve endocarditis and staphylococcus bacteremia. The circumstances related to the infection and death have been requested and not received.

Manufacturer narrative:
Additional information received indicated the source of infection was an ischemic infection from the patient's toe. The patient had sudden onset of altered mental status and a rapid decline in health. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all insulators were breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.